Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment of the middle segment of the pipeline flex stent, the entire system fell into the aneurysm, and the stent became jammed inside the phenom 27 microcatheter and could not be withdrawn. The products were replaced with a medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, giant aneurysm of the left op hthalmic artery with a max diameter of 20 mm and a 20 mm neck diameter. The landing zone arterial diameter was 2.9 mm distally and 3.8 mm proximally. It was noted the patient's vessel tortuosity was severe. Right femoral artery access vessel diameter was 4.5 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as within the normal range, approximately 150. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included zhongtian long sheath, 5f-115 cm navien intermediate catheter, phenom 27 microcatheter, synchro4 guidewire, apb 3.5-10-3d coil.